Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
The patient reported she had not charged her scs system in approximately one year, and as a result, her scs ipg became inoperable. Surgical intervention may take place at a later date to address the issue.